Event description:
Pt presented for an anterior lumbar interbody fusion with bak cages and bone graft. During procedure the fiber optic light, which was mounted on the laryngoscope, broke off and slide down their throat. Later pt passed the object through stool.